Event description:
When drip chamber in the tubing is emptied, the floating ball that is supposed to occlude the tubing outflow in the drip chamber falls to bottom of drip chamber, but does not occlude the tubing outlet as it is designed. This malfunction allows air to enter the tubing, eventually reaching the pump segment of the tubing, and setting off the "air in line" alarm. This has happened at least five times (in addition to previously reported events) and includes different lot numbers, specifically lot number 1153914 and 1180838. Manufacturer was notified that one of the defective tubing is available to pick up for examination, but no other feedback has been received.